Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit annunciated error code 1104 (post, back-up alarm failed). Out of box failure. No patient involvement.